Event description:
It was reported that intermittent occlusion alarms occurred. The customer would either perform the loading process or change the pump supplies to resolve the alarms. On 1/3/2026 the customer went to the emergency room (ER) with a blood glucose level over 400 mg/dl with ketones. The customer received intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. Ultimately, the customer reverted to a backup pump for insulin therapy.